Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the infusion supply became not enough during surgery and it was unable to maintain stable iop (intraocular pressure). It was noted that iop control worked properly at the beginning of the surgery. It was also noted that there was no advisory displayed and there was no connection error. The surgery was continued just as it was, and after "a while", enough infusion supply resumed and the surgery was able to be finished. There was no harm to the pt. No further info is expected for this case.